Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a thoraco abdominal branch repair through an axillar approach, the 12 fr. Sheath ((B)(4); 1820334-2015-00847) hub broke during the retrieval of an 8 fr. Sheath ((B)(4); 1820334-2015-00843), which according to the physician, tore apart due to the patient's tortuous anatomy. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation- a review of the complaint history, instructions for use (IFU), quality control (qc) and a visual inspection of the complaint device was conducted for the purpose of this investigation. Upon evaluation of the returned device it was noted that the sheath stretched over the length 9 -23 cm from the hub separating at 23 cm. Per qc, instructions are in place to confirm that the surface of sheath is free of excessive dents, bumps or scratches. To confirm to correct size and type of material used and/or outside diameter. In addition, to insure the tubing will wrap around specified mandril without the coils separating or the tubing breaking. Each device is shipped with an IFU, which states: "upon removal from package, inspect the product to ensure no damage has occurred." The warning states, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage," and the precaution, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Based on the information provided and investigation of the complaint device, it was determined that the root cause was related to patient anatomy. The appropriate personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a thoraco abdominal branch repair through an axillar approach, the 12 fr. Sheath ((B)(4); 1820334-2015-00847) hub broke during the retrieval of an 8 fr. Sheath ((B)(4); 1820334-2015-00843), which according to the physician, tore apart due to the patient's tortuous anatomy. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.